Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an e216 error message. There were no reports of patient harm.

Event description:
The reported issue was found during a radical prostatectomy, therapeutic procedure. Due to the issue, there was a delay of unknown time; however, the patient was not under anesthesia and the intended procedure was completed using the same device. An unspecified device, otv-s300, was used in combination with the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to flooding of cables and image capture. In addition, the following malfunctions were identified during the device evaluation: cable and image capture flooding and electrical contact dents. Based on the results of the investigation, the most probable cause of the reported issue is caused trace by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.